Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead properties were checked. Multiple signs of abrasion were found along the lead body. Especially 34 cm distal of the is-1 connector pin, the insulation was severely damaged by squashing. In this area, the coating of the rope conductor to the ring electrode showed damage. This insulation damage has with high probability led to the observed interference artifacts. The observed damage manifestation requires excessive pressure load on the lead body. The characteristics of the damaged structure of the lead body leads to the assumption of excessive mechanical stress on the lead due to the subclavian crush syndrome. The manufacturing process of this device was checked. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of material defects or manufacturing errors.

Event description:
Ous MDR - after an implant period of approximately 26 months, oversensing was reported via home monitoring. During follow ups, the oversensing could be reproduced by provocative maneuvers. The lead was explanted on (B)(6) 2017 without complications and returned to biotronik for analysis.